Event description:
Covidien (B)(4) received a report from an end user alleging internal foam insulation disintegrating and possible inhalation of foam material.

Manufacturer narrative:
The unit was examined by end user service technician and fault has been isolated to the extensive use of filter without replacing as recommended in the device manual, which caused the protective foam to degrade.